Manufacturer narrative:
Report of infection was in response to recall communication. The recall has been initiated for an issue relating to the sterility of the fast set solution included in the calcium sulfate kit. The fast set solution is used to help the calcium sulfate product set. Confirmed clinician used the fast set solution in preparation of the calcium sulfate hemihydrate material.

Event description:
Dr (B) (6) reported that during the one week follow-up after grafting (dental) with calcium sulfate hemihydrate, there was deep pain and swelling at the graft site which he attributed to infection. Dr (B) (6) noted that he put his pt on another antibiotic (flagyl) for an additional 4 days. At the pt's two week follow-up which was on (B) (6) 2010, dr (B) (6) noted that the pt was improving and she was no longer in pain, but a nodule of infection was still present. Dr (B) (6) noted that he can no longer treat the pt with further antibiotics due to the risk of intestinal infection.